Event description:
Procedure type: thoraco/pneumothorax bullectomy. According to the reporter: at the first firing with a purple cartridge, the device made a loud crack and firing could not be done. A new stapler and cartridge were opened to continue the procedure. At the third firing with a black cartridge, the device made a loud crack again and could not be fired. It seemed the pleura was torn. Using a new black cartridge and the third stapler, an additional resection was performed and the procedure was completed. This tissue loss was very small. Therefore, the surgeon thinks that there was no adverse effect to a lung capacity.

Manufacturer narrative:
(B)(4).